Event description:
During ordinary use of product in a bronchoscopic procedure, fibers from the inner canal of device catheter appeared with a biopsy tool. No adverse signs or symptoms occurred or were noted during or after procedure.